Event description:
A palmaz blue stent fractured and migrated. Per report from the implanting interventional radiologist: this patient presented with sub-acute abdominal pain and thickening of the wall of her right colon on CT. She had reportedly been followed at another facility for mesenteric disease with chronic pain after eating. In addition, she had bilateral lower extremity claudication. On aortography in 2006, she was found to have a high-grade superior mesenteric artery (sma) stenosis (80-90%), a 70% stenosis of the celiac artery, and stenosis of the inferior mesenteric artery. She also had bilateral aorto-iliac stenoses. A 6mm x18mm palmaz blue stent was un-eventfully placed in the sma with a widely patent vessel post procedure. She also had bilateral aorto-iliac genesis stents placed. Her pain resolved post procedure, as did the colon wall thickening. She has done well with no complaints of post-prandial pain. A follow-up duplex ultrasound performed approximately two weeks later, suggested elevated sma velocities so a CT scan was performed the following day. This demonstrated a fractured stent with mild residual sma stenosis. The distal aspect of the fractured stent is in a distal sma branch with no significant stenosis related to the stent. She is being kept on plavix indefinitely and we will follow her periodically.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.